Event description:
The customer did not report a specific issue. Upon triage on (B)(6) 2017, the investigator found that the device fails the rotor error alarm test.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue of the unit failed the rotor error alarm test a trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.